Event description:
It was initially reported that the patient was having an increase in seizures and suicidal ideations, unknown of above or below pre-vns baseline. The patient was hospitalized for the increase in both events that begun about (B)(6) months before the report. The physician gave the patient an electroconvulsive therapy treatment (ect). The patient has a serious depressive disorder and vns as a causal or contributory factor in either increase. Vns has protected that patient from suicidal ideations in the past. The physician was unaware of any medicinal or life changes. Good faith attempts for more information have been unsuccessful to date.